Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of over 500 mg/dl and trace ketones. Cause of elevated bg level was unknown; however customer's healthcare provider believed the cause to be related to customer going through puberty. Bg was treated with intravenous insulin and fluids. Additionally, healthcare provider made pump setting adjustments. Reportedly, customer left the ER 4 hours later with the issue resolved and no permanent damage.